Event description:
The customer reported that the tip of the scope was chipped. There were no reports of harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found an outer tube dent (tip chipped). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation determined that the issue could have been caused by stress caused by repeated use, external factors or handling of device; however, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.